Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a hallux transfer of the flexor hallucis longus to extensor hallucis longus after the tenodesis screw was fully inserted while removing the handle the tip of the driver snapped off and remained inside the screw in the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully. It was not necessary to switch the surgical technique or do a second surgery.